Event description:
It was reported that after a non-cardiac related procedure, the patient went bradycardic for 30 seconds. It was also reported that the right ventricular (rv) lead impedance was high, but there were no ventricular high rate episodes recorded. However there was one instance observed of loss of capture (loc) in the ventricle with testing. The patient was kept overnight and monitored via telemetry. The rv lead will likely be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.